Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that her meter would not power on. The pt stated that the last time she was able to test in 2004 in the morning. She reported feeling sweaty and clammy. The paramedics were called and they tested the pt's blood sugar. No treatment was reported, nor was the pt taken to the hosp. The issue with the meter was not resolved. The battery was less than 1 yr old and the battery contacts were in good condition. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.